Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note add'l device involved: pxa280300/(B) (4).

Event description:
On (B) (4) 2009, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B) (4) 2010, an aortic extender component was implanted to address a type iii endoleak. The pt tolerated the procedure, and the endoleak resolved.